Event description:
On (B)(6) 2003, the patient was implanted with two gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On an unknown date, follow-up imaging revealed continued expansion of the aneurysm (from 6.1 to 6.3 cm). No evidence of an endoleak was detected. On (B)(6) 2012, the physician explanted the existing stent-graft system, and surgically repaired the aneurysm. The patient tolerated the procedure. The explanted excluder devices were destroyed at the facility.

Manufacturer narrative:
Additional excluder component included in this report pcc141000/022804602. Results: a review of the manufacturing records for the devices verified that the lots met all pre-release specifications. Conclusions: aneurysm growth in the absence of endoleak has been defined as endotension. One hypothesis for the source of endotension is the transmural movement of serous fluid across the material used to fabricate devices used to treat the aortic abdominal aneurysm. In response to this issue, gore elected in 2004 to provide a design enhancement to the original gore excluder bifurcated endoprosthesis.